Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information: a small hematoma occurred that was managed early without any further complications. The method of treatment was not specified. There was a clinically significant delay in the procedure due to bleeding.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention for treatment of a chronic total occlusion. Reportedly, as the white tipped non-rail suture was being pulled to lock the knot, the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The operator is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.